Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors (low coronary height) and/or the mechanisms described above are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), post deployment of a 26mm sapien 3 valve in an 80:20 aortic/ventricular position as intended, the patient became hemodynamically unstable. Percutaneous cardiopulmonary support (pcps) was initiated and an additional 26 mm sapien 3 valve was deployed within the initial valve a little higher than the initial valve. Post valve implant, ventricular fibrillation occurred and a left coronary artery obstruction was detected. The procedure was converted to open-heart surgery and coronary bypass grafting was performed. It was difficult to evaluate the status of the aortic regurgitation because of the patient¿s hemodynamic collapse and decreased cardiac output after post dilation. Based on discussion post procedure, the operator speculated that leaflet(s) of the implanted valve might have been stuck in an open position. The left coronary ostium height was 6.0mm. The annular area measured 480.0mm2. The sinotubular junction diameter was 24.0mm. Balloon aortic valvuloplasty (bav) was performed prior to valve implant.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the second implanted valve. Please reference related manufacturer report 2015691-2020-12180. Additional information was received. Section b2 and h1 was corrected. Clinical course after procedure was reported through the japanese tavi registry. After CABG, disseminated intravascular coagulation (dic) developed within the day of procedure. Due to decreased platelet and prolonged pt-inr, thrombomodulin was administrated on postoperative day (pod) 2. As increased bleeding was observed from chest drain, re-thoracotomy was performed for hemostasis on pod 3. The patient started to have fever from pod 5 and was diagnosed as pneumonia with blood inflow clots and inflow confirmed with bronchoscopy. Administration of antibiotic was continued. On pod 7, re-bleeding from chest drain was observed. No further intervention was performed per do-not-attempt-resuscitation order. Bleeding persisted, and the patient was expired due to hemorrhagic shock on pod 9.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.